Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been having problems over the last 10-12 days and his pump keeps alarming with multiple no delivery. At the time of the incident, his blood glucose was over 400 mg/dl. He said that he notices that when the cartridge gets up to 200 units, the pump alarms with no delivery. The customer said that he would disconnect and set it up with a 6-unit fill cannula and the pump still alarms no delivery. During troubleshooting, the customer stated that it was resolved with a reservoir change and stated that he does have the product in question to return. The insulin pump will not be returning for analysis. The reservoir will be returning for analysis.

Manufacturer narrative:
Evaluated 3 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.